Event description:
The customer called and reported the insulin pump alarmed with compromised force sensor system while changing out the infusion set and insulin was shooting out during priming. Customer's blood glucose was 248 mg/dl. The insulin pump had not been dropped in the past month, prior to the alarm. The drive support cap was sticking out. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.